Event description:
It was reported that the during the attempted implant of the right ventricular (rv) lead, the helix would not fully deploy causing high impedance when testing the lead. The lead was removed from the patient and tested outside of the body and the helix would still not deploy. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. Over-retracted. If information is provided in the future, a supplemental report will be issued.